Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for stent fracture regardless of the patient outcome. This complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for stent fracture regardless of the patient outcome.

Event description:
After more than 90 days indwelling within the patient's bile duct, the patient felt uncomfortable and x-ray check found the stent was broken. One portion was left in the upper common bile duct, and one part was gone. See the following: the patient received ercp+ plastic stents insertion on (B)(6) 2015. Two plastic stents was inserted. One 7cm 7fr double pigtail stent, another is 8cm 7fr clso stent. As the patient was high risk of bleeding, no sphincterotomy was done. After operation, patient was well and discharged from hospital. On (B)(6) 2015, the patient went to the hospital again because of abdominal pain and fever. X-ray and CT check showed the double pigtail stent is still in place, however only a part of the clso stent is in the upper common bile duct, the rest part of the clso was gone. The doctor is doubting the stent was broken into pieces and gone.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for stent fracture regardless of the patient outcome. The customer reported the following issue: ¿the stent was broken. One portion was left in the upper common bile duct, and one part was gone.¿ the clso-7-8 device involved in this complaint was not returned to cirl for evaluation. It was confirmed that part of the stent is still within the patient's body, on the upper part of the common bile duct. The device was not returned for evaluation to date (18 -aug- 2015) this complaint file will be updated to include the device evaluation if the device is returned. Therefore a document based investigation was carried out. The complaint was confirmed based on the customer¿s testimony. As per instructions for use, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. Instructions for use also states," the device should not be left in dwelling for more than three months or as directed by a physician. Periodic evaluation is recommended." As per cirl internal procedure, there is 100% inspection on stents for kinks and a check that the appropriate size wire guide moves freely when inserted into both ends of the stent. There is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc. A review of the manufacturing records for the billary stent device of lot cf983798 did not reveal any discrepancy related to the complaint issue. Prior to distribution, all clso-7-8 devices are subjected to 100% inspection to ensure device integrity. These inspections are outlined in internal procedures in place at cirl. The root cause of this complaint cannot be conclusively determined the risk was assessed by quality engineering and the risk was determined to be low. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
After more than 90 days indwelling within the patient's bile duct, the patient felt uncomfortable and x-ray check found the stent was broken. One portion was left in the upper common bile duct, and one part was gone. See the following: the patient received ercp+ plastic stents insertion on (B)(6) 2015. Two (2) plastic stents was inserted. One 7cm 7fr double pigtail stent, another is 8cm 7fr clso stent. As the patient was high risk of bleeding, no sphincterotomy was done. After operation, patient was well and discharged from hospital. On (B)(6) 2015, the patient went to the hospital again because of abdominal pain and fever. X-ray and CT check showed the double pigtail stent is still in place, however only a part of the clso stent is in the upper common bile duct, the rest part of the clso was gone. The doctor is doubting the stent was broken into pieces and gone.